Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00mm x 24mm promus element stent was selected. However upon taking the device out from the hoop and upon removing the protective sheath, it was noted that the stent was dislodged from the stent delivery system balloon. The procedure was completed using a different device. No patient complications were reported and the patient¿s status is stable.